Event description:
Pusher wire extremely stiff upon development. System properly flushed prior to procedure. Physician felt extreme resistance while trying to deploy filter femoraly. Filter released and "jumped" out upon deployment. No known pt complications.